Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter displayed the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014, at 9:15am. The patient manages his diabetes with insulin (self-adjuster). According to the csr¿s documentation, approximately an hour prior to the alleged issue, the patient reportedly had administered his usual dose of medication (10 units). It is not clear what action the patient took in response to the alleged meter issue. As a result of the reported meter issue, the patient allegedly felt disoriented an hour later; however, the patient denied receiving any form of medical intervention after his symptoms began. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time. The csr was unable to confirm if the patient was using the correct test strips or the proper testing technique (per owner¿s manual) at the time the alleged issue occurred. Replacement product were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. Test strip lot #: not provided.